Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that right atrial lead exhibited lead noise. Upon review of the transmissions, it was noted that there were noise reversion events between (B)(6) 2017 due to atrial lead noise. The patient has chronic atrial fibrillation and is in automatic mode switching mode, more than 99% of the time. No patient symptoms were reported. The patient would be monitored remotely.

Event description:
New information available on (B)(6) 2017 states that, the patient was brought into clinic for follow-up. The noise was not reproducible with isometrics. Noise appeared to be from an external source. The device was reprogrammed. The patient condition was good before, during and after the visit.